Event description:
Customer reported the 360 ceiling arm for the overhead counterpoise system lowered about three inches. Customer took the arm down, took the cap off the bottom and found the set screws were sheared off.